Manufacturer narrative:
The lead remains actively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) defibrillation lead exhibited increased thresholds, a drop in amplitude and diaphragmatic stimulation at the predischarge check. An x-ray showed there was no longer any slack in the lead. The physician felt there was a microdislodgement. The lead was successfully repositioned and the issue was resolved. There were no further adverse patient effects reported.